Manufacturer narrative:
(B)(4). Device component or accessory. Results: (endoleak, rupture); (cause of type iii endoleak, unk). Conclusions: (cause of type iii endoleak unk).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a saccular thoracic aortic aneurysm in zones 3 and 4 approx 83 months ago. Vessel morphology at the time of implant was not reported. It was reported 24 months post stent graft implant the pt had a type iii endoleak, separation resulting in a contained ruptured aneurysm, and was repaired with another manufacturer¿s device. It was reported that the subject recently had a CT scan which revealed interval enlargement of the taa secondary to device failure as there is a total posterior fracture of the thoracic stent graft. At this time the physician will monitor the pt. No additional clinical sequelae were reported, and the pt is fine. (2953200-2010-02316, 2953200-2010-02317).